Event description:
Site filed medwatch # (B)(4) on (B)(6) 2010. Medtronic rep reported metal interference causing white-out images during surgery. There was a bullet in the pt while acquiring the CT images. The image definition was unclear. Artifact was prevalent. The use of the medtronic system was aborted. Surgery continued.

Manufacturer narrative:
Due to interference from unk object in pt, later identified by radiologist to be a bullet, use of the medtronic system in this surgery was aborted. The treon device was evaluated on site and passed hardware system checkouts within specifications. The scans were evaluated by medtronic navigation's engineering team. Scans were found to have a higher range of pixel data than a typical CT scan due to the presence of a metal bullet. The threshold slider in the register task of the software for adjusting the display range for the synthetic views is hard coded and works for most scans, however, in a scan with metal artifact, the data range becomes a higher range and the scan appears white-out resulting in a poor image quality. The bullet was not disclosed prior to surgery, therefore, a scan not containing the bullet could not be obtained for the case.